Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found damage on the teflon pad on the clamp arm. The entire teflon pad measuring approximately 0.100" x 0.393" in size was observed to be dislodged and not returned with the instrument. The complaint was confirmed by failure analysis. A review of the submitted image was performed. The image showed that the teflon pad was damaged and detached. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the user observed that the harmonic ace instrument teflon pad broke off during transection of the uterine artery and a piece fell inside the patient's body. The entire fallen piece was retrieved. Troubleshooting was performed by replacing to the backup and this resolved the issue. Following this, the user continued the procedure with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use and no damage or anything out of the ordinary was observed. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The entire fragment was retrieved (using a laparoscopic instrument) and no tests required on the patient due to the issue.